Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms and there was concern for a possible issue with the outflow graft. Log files were submitted for review and captured intermittent low flow events between 03jun2026 and 05jun2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms which occurred at times when pulsatility index (pi) was elevated. A computed tomography (CT) scan was performed which showed concern for a mild outflow graft obstruction. Additional log files were submitted for review and captured low flow events between 05jun2026 to 06jun2026 when pi was elevated.